Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the lot was performed. In-house testing on strip lot 384909a was found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The following was reported via telephone call on (B)(6) 2016. Results are as follows: (B)(6). Therapeutic range: 2.0 - 3.0. There was no reported adverse patient sequela. There was no additional information provided.